Event description:
It was reported by the patient that the implantable pulse generator (ipg) almost killed them and were 'face down in the dirt'. The ipg and right ventricular (rv) lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.